Manufacturer narrative:
The following fields were updated due to additional information: d9: device available for evaluation: yes, d9: returned to manufacturer on: 2023-04-04. H.6. Investigation summary: bd received [51] samples and [1] photo for review and analysis. The customer photo shows a pbbcs device with discolored (yellowish) tubing. Therefore, this complaint can be confirmed for discoloration based on the customer photo provided. Bd is able to confirm the failure mode of discoloration based on the customer photo provided. Additionally, the 51 customer samples were visually inspected for yellow tubing. All samples passed testing exhibiting no foreign matter or defects to the tubing. Therefore, this complaint cannot be confirmed based on the customer sample testing results. Bd is unable to confirm the customer¿s reported failure mode of fm-unknown based on customer sample testing analysis. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint has been confirmed for the indicated failure mode. Bd was not able to identify a root cause for the indicated failure mode. H3 other text : see h.10.

Event description:
It was reported that 50 bd vacutainer® push button blood collection set had yellow tubing. The following information was provided by the initial reporter:there is yellowing on the tube.

Event description:
It was reported that 50 bd vacutainer® push button blood collection set had yellow tubing. The following information was provided by the initial reporter: there is yellowing on the tube.

Manufacturer narrative:
There were multiple medical device types reported to be involved. The information for the additional device type is as follows: medical device type: fpa. Common device name: intravascular administration set. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.